Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced unexpected restart and external ram crc error alarm. Customer's blood glucose value was 100-200 mg/dl. The customer received multiple error messages in the alarm history. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected signal too low or unexpected restart alarm anomalies noted. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip